Event description:
The national complaint coordinator of baxter japan reports a home pt had leakage from the clamp of transfer set duringuse. The transfer set had been in place for 45 days. A sample is available. No pt injury reported.